Event description:
It was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly for all products except the sensor, and harm was reported with no allegation of malfunction for only the sensor product. The customer reported a blood glucose value of 190 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The cause of the event was that the customer's blood glucose was dropping as the customer was talking. The customer will just monitor the blood sugar level to see if it continues to drop, and if not, the customer will be back to have the hp test performed. Also, the high blood glucose was treated with a bolus from the pump. The event involved products mmt-397a, mmt-7040a, mmt-332a, and mmt-1884. Troubleshooting was performed, and the customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.